Event description:
It was reported that during a follow up, upon device interrogation inappropriate therapy was observed to have been delivered for an svt. The device was reprogrammed. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.